Event description:
It was reported that the stylet would not advance into the lead completely. The lead was not implanted. There were no patient symp toms/injuries related to this event. The lead was going to be returned to manufacturer for analysis.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), product type lead. (B)(4).